Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had frequent no delivery alarms. The blood glucose at the time of the incident was 222 mg/dl. During troubleshooting, it was advised to disconnect at the quick release and deliver 5 insulin units via fill cannula; the customer received a no delivery alarm. The customer was instructed to check the reservoir p-cap and change the infusion set. The cannula was not bent. The device will not be returned for analysis.